Event description:
The hosp reported that during an endoscopic vein harvesting procedure, there was no energy to the bipolar on the vasoview 6 pro. A replacement device was used to complete the procedure. The hosp did not report any patient effects.

Manufacturer narrative:
The reported device has been returned to maquet, but has not yet been evaluated. A supplemental report will be provided once the results of the eval are available. (B)(4).